Event description:
It was reported that the reservoir leaked. The blood glucose reading is 184 mg/dl. The leak occurred during normal use. The leak is past the second o-ring. Caller stated that customer was bolusing, but the blood glucose reading remained high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.